Manufacturer narrative:
It was reported that the event occurred on an unknown day of december 2019. Lot #: the customer reported the lot as either: 19h046 or 19g024. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two small volume folfusors leaked from an unspecified location in the transport bag. The devices were filled with fluorouracil. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: the customer returned only lot# 19h046. H4: the device was manufactured from august 20, 2019 - august 21, 2019. H10: one (1) actual device was received for evaluation. During visual inspection via the naked eye, fluid was observed inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was visually identified to be untightened blue winged luer cap. Functional testing was performed, the blue winged luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. The unit was filled with water to a nominal volume and monitored for twenty-four hours. No signs of leak were observed at the blue winged luer cap. The reported condition was not verified. The other device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.